Event description:
It was reported that stent damage occurred. The 95% stenosed target lesion was located in the left anterior descending artery. After the lesion was pre-dilated with a 2.20x20mm balloon catheter, a 28 x 2.25 promus premier drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent was difficult to implant neither by double guidewires nor balloon anchoring and the stent was damaged after withdrawal. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Event description:
It was reported that stent damage occurred. The 95% stenosed target lesion was located in the left anterior descending artery. After the lesion was pre-dilated with a 2.20x20mm balloon catheter, a 28 x 2.25 promus premier drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent was difficult to implant neither by double guidewires nor balloon anchoring and the stent was damaged after withdrawal. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable. It was further reported that the target lesion was moderately tortuous and moderately calcified.

Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 28 x 2.25mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts in the middle section of the stent were found to be damaged. The undamaged stent outer diameter was measured using snap gauge within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube identified multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen identified no issues.

Event description:
It was reported that stent damage occurred. The 95% stenosed target lesion was located in the left anterior descending artery. After the lesion was pre-dilated with a 2.20x20mm balloon catheter, a 28 x 2.25 promus premier drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent was difficult to implant neither by double guidewires nor balloon anchoring and the stent was damaged after withdrawal. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable. It was further reported that the target lesion was moderately tortuous and moderately calcified.